Event description:
Baxter reports on incident of pruritus that started one hour into treatment using a ca 210g dialyzer. The patient continued to complain of itching for some time after the treatment was over. Baxter reports no medical intervention or patient injury was associated with this incident. No other information is available.